Manufacturer narrative:
Device evaluation: the echo-19 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a. Document review including IFU review: as the echo-19 is from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, (B)(4) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". And "disconnect luer lock fitting from accessory channel and withdraw entire device from ultrasound endoscope." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to advancement into a hard lesion. As per description of event: "the puncture was difficult because tissue was very hard". However, as the device was not returned for evaluation the cause of this complaint could not be conclusively determined. Summary: complaint is confirmed based on the customer¿s testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential.

Event description:
This follow up is being submitted due to the completion of the investigation. 5 weeks after punction in pankreas a deedle rest of 8cm was found in the patient. Description of the incident / consequences for patients (if necessary, use supplementary sheet; if necessary, also provide information on the symptoms described with other medical devices/accessories associated with the medical device) at the end of january, an endosono and a puncture in the pancreas were performed. The puncture was difficult because tissue was very hard. No breakage of the needle was noticed when the device was withdrawn. 5 weeks later, a needle residue 8 cm long was allegedly discovered and removed at the university hospital in bonn. "As per complaint form": in univ hospital mainz puncture of pancreas of patient was performed and needle after the puncture withdrawn (by prof möhler); puncture was difficult due to hard tissue. A couple of weeks later univ hospital mainz received notification from patients lawyer that during a procedure in univ hospital bonn the physician in univ bonn extracted a metal piece in 8cm length; they state it is the tip of the needle that was used for puncture. No more info available as all communication is now on level of lawyers (patient lawyer and hospital lawyer); mr (B)(6) send us an email with this information.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
5 weeks after punction in pankreas a deedle rest of 8cm was found in the patient. Description of the incident/consequences for patients (if necessary, use supplementary sheet; if necessary, also provide information on the symptoms described with other medical devices/accessories associated with the medical device) at the end of january, an endosono and a puncture in the pancreas were performed. The puncture was difficult because tissue was very hard. No breakage of the needle was noticed when the device was withdrawn. 5 weeks later, a needle residue 8 cm long was allegedly discovered and removed at the (B)(6). "As per complaint form": in (B)(6) puncture of pancreas of patient was performed and needle after the puncture withdrawn (by (B)(6)); puncture was difficult due to hard tissue. A couple of weeks later (B)(6) received notification from patients lawyer that during a procedure in (B)(6) the physician in (B)(6) extracted a metal piece in 8cm length; they state it is the tip of the needle that was used for puncture. No more info available as all communication is now on level of lawyers (patient lawyer and hospital lawyer); (B)(6) send us an email with this information.